Event description:
International affiliate reports the tip of the driver had broken off from the instrument during screw insertion. Another driver was available to insert the screw and complete the case with no delay or adverse consequences.

Manufacturer narrative:
Depuy (B)(4) has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The driver was not returned for evaluation. The involved lot number(s) was not provided; without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.